Manufacturer narrative:
Expiration date: ni. Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: ni, description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient's leads displayed high impedances. The patient underwent a lead revision procedure wherein both leads were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot#: ni, description: next generation anchor kit-sterile sc-2316-50 (sn (B)(4)). The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. A set screw mark was also found between the retention sleeve and contact # 16 of the proximal end. This proves that the lead was not fully inserted onto the splitter and results in misregistration of the contacts and high impedance. Additionally, visual inspection revealed that the lead was fractured right at the proximal end's retention sleeve, 47 cm from the distal end. It appears that excessive tensile was exerted onto the lead and it resulted in the separation of the proximal contacts from the lead body. Cables are exposed at the separated section of the lead. This is a result of a typical explant procedure and is not considered a failure. Sc-2316-50 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations. Sc-3400-30 (sn (B)(4)) the complaint was not confirmed. Visual inspection found the fractured associated lead's proximal contacts still inside the connector. After the removal of the lead's proximal contacts, a known good lead was inserted and checked for alignment, no anomalies were identified. The lead passed all tests including, impedance, and diameter and electrode pitch test. Sc-3400-30 (sn (B)(4)) the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics. Sc-4316 (sn n/I) visual inspection found that one of the clik anchors has torn eyelets, and a small piece of silicone was not returned. The other clik anchor is exhibit normal characteristics.

Event description:
A report was received that the patient's leads displayed high impedances. The patient underwent a lead revision procedure wherein both leads were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-4316, lot # 15067690, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's leads displayed high impedances. The patient underwent a lead revision procedure wherein both leads were replaced.

Manufacturer narrative:
Additional information was received that all the missing pieces of silicone from the clik anchor were removed from the patient.

Event description:
A report was received that the patient's leads displayed high impedances. The patient underwent a lead revision procedure wherein both leads were replaced.